Manufacturer narrative:
The reported event of the guidewire failure to advance was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Final analysis found the lead found the coil damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: h6 coding for investigation conclusion should be unintended use error not cause not established.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the guide wire could not be advanced through the lead. The physician elected to complete the procedure with a different lead. The patient was recovering after the procedure.